Event description:
It was reported that the patient underwent a left knee arthroplasty revision to address periprosthetic femur fracture after a fall approximately three (3) weeks post-operatively. Attempts have been made; however, no additional information is available.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - zimmer segmental distal femoral xt component size b left catalog #: 00585004201, lot #: 64178798, zimmer segmental segment with male/female taper 30mm length catalog #: 00585004603, lot #: 65532610, zimmer segmental fluted straight stem extension 9mm diameter x 130mm length catalog #: 00585205009, lot #: 65083867, zimmer segmental polyethylene insert xt size b catalog #: 00585001296, lot #: 65885958, zimmer segmental articular surface with segmental hinge post size b 12mm catalog #: 00585002012, lot #: 64834863, zimmer segmental precoat non-modular cemented tibial component size 3 catalog #: 00588000302, lot #: 65593919, zimmer segmental trabecular metal medium tibial cone 31mm x 31mm catalog #: 00545001331, lot #: 64882572. G2- report source - foreign: event occurred in australia the complainant has indicated that the product will not be returned to zimmer biomet for investigation as the device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001822565-2023-02344 0001822565-2023-02345 0001822565-2023-02346 0001822565-2023-02347 h3 other text : investigation incomplete.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6 - component code - proposed code is mechanical (04) - stem. Visual evaluation of pictures provided identified that the femoral component had been removed with part of the femur bone still attached, confirming the reported fracture. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.